Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open prolapse rectal, when staple was shot, the suture line was not completed and staple did not form properly. Staples fell into the cavity of the patient and there was tissue damage because the stapling was wrong. Over sew was performed to fixed the staple line and the surgical time was extended more than 30 minutes due to the suture line had to be repeated.